Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using the magnum instrument. Prior to the procedure, a black hair was found in one sterile package, while a white fluff was noted in another sterile package. There were no reported injuries to the patient.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using the truguide instrument. Prior to the procedure, a black hair was found inside one sterile package, and a white fluff was observed in another sterile package. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: nine (9) truguide disposable coaxial biopsy needle packages were received for evaluation. The truguide disposable coaxial biopsy needle packages were randomly numbered for evaluation purposes. Upon visual evaluation, truguide disposable coaxial biopsy needle lot samples were received sealed within package. No anomalies were observed throughout each sealed lot samples. Therefore, the investigation is inconclusive for the reported device contamination with chemical or other material as original sample was not returned and only sealed samples were returned for evaluation which had no issues. A definitive root cause for the reported device contamination with chemical or other material could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.